Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09691 and 2017865-2020-09692. It was reported that the non-pacer dependent patient presented in the hospital with endocarditis. The system was explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.